Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a left heath catheterization procedure with intervention. Reportedly, after the footplate was deployed and the feet were against the vessel wall, the suture was noted to be seen outside the body when it should not be seen. Another proglide was used to achieve hemostasis. Manual compression was applied for 10 minutes as a precautionary measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture outside the body¿ was confirmed as a partially deployed plunger. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.